Event description:
Following the information reported by the service company, the easytrack portable installation system collapsed during transfer of the patient. As a consequnce the patient sustained serious injury (broken femur).

Manufacturer narrative:
The investigation is ongoing. The results will be provided after the investigation completion.

Manufacturer narrative:
The device examination revealed that the ceiling installation has some signs of wear like scratches. Both posts stayed firmly in place when they were tightened. The telescopic rail had bent securing hooks and therefore could not be assembled to the post. As per the information delivered from the distributor, this damage occurred during the collapse. No mechanical damages that could lead to the device collapse were observed. The easytrack system is a floor to ceiling pressure fit system, not requiring a permanent installation to the structure of the room. It is secured with a spring loaded pressure mechanism located in the post. As long as the pressure is present between the floor and ceiling, the system will be safe to use up to its safe working load (swl) of 200 kg. The absence of pressure will result in a red area at the top of the posts being visible. According to the recommendation included in the easytrack instruction for use (001.10600.en, rev. 10), before using the easytrack, the final inspection including again verification of the absence of a red zone on top of the post is no longer visible should be performed to make it is safe for usage. Please note that according to IFU, the caregiver is obligated (before every use) to go through the following checklist: - ¿make sure the red zone on the top of all posts is not visible." - "make sure the posts are straight" - "make sure the rail is locked into place and that it is leveled." - check your installation against figure 31 [picture included in IFU]." - "is the blue locking handle secured down into the lower portion of all posts?" To sum up, the exact root cause was not able to be determined. Very limited information was disclosed and the results of the device examination did not allow conclude how exactly the event occurred and which factor contributed to the event. Arjo device failed to meet its performance specification since it collapsed. The device was used for a patient transfer. The complaint decided to be reportable due to easytrack collapse resulting in the patient's fall and serious injury sustained.

Event description:
The easytrack portable installation system collapsed during the transfer of the patient. The patient fell together with the easytrack and sustained a broken femur. Information about this event was forwarded to arjo by the third-party service company that distributed the involved easytrack. The investigation was performed based on the information and the device evaluation results collected from this company. It is unknown with each portable ceiling lift, this installation was used and whether it was an arjo device.

Manufacturer narrative:
The investigation is still ongoing. The results will be provided to the final report.